Event description:
It was reported through the patient's counsel that the patient experienced loosening of their implant. It is unknown which component had loosened. The patient was revised with another implant(s) and is doing well.

Manufacturer narrative:
Due to the existing liability claim very little is known about the event. Should additional information be provided to further this investigation, this report shall be updated.